Event description:
It was reported when using the pyxis medstation es system, the main drawer has malfunctioned. The customer reported that the nurses were not allowed to take certain medications from the drawer, and the malfunction resulted in a delay in administering medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band on the half-height drawer was defective. The field service engineer tested all cubie pockets and replaced retractor band to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.